Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one inpact admiral balloon catheter was used to treat the right mid sfa. Approx 6 months post index procedure, the patient died. The cause of death is unknown.